Manufacturer narrative:
Country of origin corrected in e1 & g2.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was not returned for evaluation. We have been able to review the supplied photo, this shows the silicone remained on the carrier. This has established a relationship between the reported event and the device. The root cause was identified as a raw material issue. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event, with actions being taken to reduce further instances. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the glue sticks to the protection sheet. It is unknown which procedure was being performed, when the event happened, if there was patient involvement, if there was a delay in the case and if a backup device was available